Manufacturer narrative:
(B)(4). Device evaluation summary: five sealed boxes of product code p698, lot # mjh282 were returned for evaluation. The complaint sample was not received and each box contain a dozen. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged suture were noted, also a tactile test was performed to strands and no surface defect were noted could be observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performed breakage suture or surface related defect - suture was found and the tested samples met the finished goods requirements. A manufacturing record review was performed for the finished device batch mjh282 and no non-conformance's were identified. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80990 and 2210968-2019-80991. Additional information was requested and the following was obtained: what is meant by 'the flaps came undone'? What specifically was wrong with the suture that it didn't secure the opening? Did the knots untying? Did the suture break? Other? Please explain. Answers: doesn't hold. Suture would break. Too much tension. Cut through gum tissue (rough). Overall it just didn't hold well.

Event description:
It was reported that the patient underwent an unknown dental procedure on unknown date and suture was used. During the procedure, the flap came undone, meaning the suture didn't secure the opening. The suture broke. There were no adverse patient consequences reported.